Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation was recommended. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.